Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had unspecified system error. This occurred during delivery in the trauma intensive care unit (ticu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, g3, h3, h6, and h11: g3: date received by MFR (initial): the original complaint receipt date is 02/25/2025. H11: the device was received for evaluation. A downstream (distal) occlusion sensor test was performed, and the results passed. An upstream occlusion sensor test was performed, and the results passed. A flow rate accuracy test was performed, and the results passed. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.